Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative (rep). It was reported that the patient was unable to increase intensity due to high impedances on 3 electrodes. They reported 85% pain relief prior to this issue but were now getting >50%. Contributing factors were unknown. The impedance check showed high impedances (40000) on electrodes 2, 7, and 13. The patient was reprogrammed around these electrodes. They were getting paresthesia in the proper areas at the time of the report. They could increase intensity on their controller. The issue was resolved at the time of the report. No further patient complications were reported as a result of this event.